Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A technical support specialist inspected the drawers, tested functionality, and checked the zones. User was able to issue the medication. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system drawer was failed to open. The customer reported that a malfunction took place when the user tried to dispense lorazepam medication to the patient. There were no delay or adverse events or injuries reported based on this event.